Event description:
The medical team had placed an impella 5.5 via direct access for a surgical patient with multiple cardiac comorbidities and congenital disease. The pump stopped after just over 7 hours. The pump was removed but not replaced by the medical team. The patient was supported by inotropes alone.

Manufacturer narrative:
The medical center has retained the impella pump for their own risk management assessment. When the pump is returned to abiomed and an analysis completed, with root cause determined, the final report will follow. Should no product be returned, no final report will be submitted as root cause can not be determined. The failure mode will be monitored and trended.